Event description:
This is what the patient safety report stated: when rn doing line tracings the tubing close to the central line port connector came apart which opened the line to air. The rn immediately clamped the tubing to the patient and disconnected the piece of tubing that was still connected to the central line. The tubing was placed in a bag and given to the micu manager to be investigated. New tubing was replaced. This tubing was connected to main line fluid, not a pressor, so no harm to the patient in delay of care regarding meds. The medsun report stated: the nurse was doing her line tracing and running her hands over the tubing to make sure they were going where they were supposed to and the tubing came right out of the connection. Manufacturer response for continu-flo solution set with duo-vent spike, clearlink system (per site reporter): they are sending me shipping material.